Event description:
On 06/26/2015, an e-mail was sent to the facility and on that same day a response was received noting that in the procedure prior to the product testing positive for blood after the third wash,the following product was used in conjunction with video duodenoscope model ed-3490tk/serial (B)(4): a disposable cook medical biopsy forceps (product number unknown, lot number unknown).

Event description:
The video duodenoscope was visually evaluated by (B)(4) on 06/01/2015, which showed damage in the instrument channel. Specifically, vertical scrape marks were visible at approximately 60mm from the proximal end of the instrument channel. Additionally, visually, at approximately 175-180mm from the proximal end of the instrument channel was raised material (similar to shaving). Per review of cook medical's disposable biopsy forceps instructions for use (IFU), the following precautions are listed: "refer to package label for minimum channel size required for this device. The endoscope should remain as straight as possible when inserting or withdrawing forceps. Forceps cups must remain closed during introduction into, advancement through, and removal from endoscope. If cups are open, damage to forceps and/or endoscope may occur. Gentle pressure must be used when operating handle of forceps. Excessive pressure will result in rigidity of the forceps, which may damage forceps and/or endoscope." Based on info received from the initial reporter and the visual inspection performed by (B)(4), a likely root cause for this complaint is unk., therefore, a corrective action request was initiated for the manufacturer, along with sending the sample (instrument channel only) involved in this event for further eval. Repairs were performed on the video bronchoscope, which was successively shipped to the customer on 06/19/2015. The manufacturer received the instrument channel and investigation results, received on 10/30/2015, confirmed scratches bigger than 0.1mm depth, 0.06mm width, and 470mm length and had some peeled off parts (shavings). Possible causes were determined as follows:the user must have felt a strong resistance in the long section when inserting a device; it can be predicted from the width and depth that the scratches were made by something small and sharp; the forceps with the opened cup have been inserted into the channel. According to the manufacturer, if the device was used correctly according to its IFU, the confirmed scratches cannot be made because the following instructions are described in the IFU: "never apply too much pressure or excessive force during insertion through the instrument channel. The use of any forceps or accessory that shows any sign of damage or difficulty of operation must be avoided. Insert the forceps through the slit in the rubber inlet seal. Be certain to hold the forceps handle in such a way to ensure that the jaws of the forceps are in a fully closed position during insertion. Never apply excessive pressure when introducing any accessory since the instrument channel may be damaged. Because of the effect accessories used in the instrument channel of the endoscope can have on the performance of the endoscope itself, it is strongly recommended that only pentax accessories be used with pentax endoscopes." (B)(4). Based on the info received from the initial reporter and the investigation performed by (B)(4), it is possible that the scope was used with a non-compatible device or in the way not described in the IFU (user error) because the scratches revealed cannot be made during normal use. Since no further investigation will be performed, (B)(4) considers this medwatch report closed.

Event description:
On (B)(6) 2015 pentax medical received a customer report stating the facility now tests all its duodenoscopes for carbohydrates; protein; and blood via the health mark industries channel check process. The facility reported that video duodenoscope model ed-3490tk/serial (B)(4) tested positive twice for blood and tested negative after the third wash. The facility stated that they used a lipid based detergent on the third wash and the scope was meticulously washed/cleaned by the same technician all three times. On (B)(4) 2015 an e-mail was sent to the facility and on (B)(6) 2015 a response was received confirming there was no adverse event associated.